Event description:
It was reported that the patient was asymptomatic and not dependent on the device for normal function. It was noted that the patient presented in clinic and noise was observed on the right atrial (ra) and right ventricular (rv) leads. The ra lead noise was reproducible when patient moved their left arm across their chest. The ra noise amplitude was higher than p waves so adjusting atrial sensitivity would not have benefited the patient. Occasional bursts of ventricular noise were still seen with reduced sensitivity. The noise was reproducible in unipolar configurations. Due to the patient not being dependent and asymptomatic to the noise, a decision was made by the clinician to continue monitoring the patient. The patient was stable.